Manufacturer narrative:
The patient's age, sex and weight was requested but not yet provided. The serial number of the device was not provided, therefore the device unique identifier (UDI), approximate age of device and manufacture date are not known. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that lactate dehydrogenase (ldh) has risen from baseline high 200''s u/l to 747 u/l, and that lvad parameters were elevated. The patient was sent for an echocardiogram which was negative for left ventricle (lv) thrombus. The customer was concerned there may be a thrombus involving the lvad. Additional information was provided, but not yet provided.